Event description:
Patient self tester alleging discrepant low results. Inratio inr = 1.4, lab inr = 1.9. Caller was not aware of patient's therapeutic range.

Manufacturer narrative:
Investigation pending.